Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breakers were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated that the unit was not turning on. There is no report of death or serious injury associated with this complaint.